Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016; 457445, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead thresholds had progressively risen to high levels. Reprogramming was performed and the lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead continues to exhibit chronically high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.